Event description:
It was reported that allegedly post deployment of a jugular g2 filter, it was noticed that two of the limbs were crossed. The physician reported that he used proper technique. The physician decided to leave the filter in place. No reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample remains implanted, so no sample evaluation was performed. Six x-ray films were received and reviewed. Several films confirmed that 2 legs were twisted/tangled. It also showed that one filter arm was malpositioned, pointing down and inward toward the center of the filter. Different fims showed the filter legs and arms in different positions. It could not be determined what affect manipulation may have had on the filter position. The result of the investigation was confirmed for 2 twisted legs based on the x-ray review. The root cause is unknown. The current information for use (IFU) states: precautions: if misplacement or sub-optimal placement of the filter occurs, consider immediate removal. Retrieve the g2 filter using the recovery cone removal system only.